Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole -"(B)(6) (cst) reported that dr. (B)(6) removed the gallbladder from the abdomen, with minimal force, and the bag ripped on the bottom (along seam). She reported that there was not excessive force placed on the bag." Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Although the root cause remains unknown, it is important to note that the bag can tear if contact is made with a sharp instrument. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.